Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem failed accuracy test, was reproduced during evaluation. The device was tested for flow accuracy and over-delivered with 5.075% error. The event history log review was performed. An event occurrence date was not provided, however the last day of customer use revealed an infusion programmed at a rate of 40 ml/hr and a vtbi of 20 ml, which are the recommended parameters for flow accuracy testing outlined in the spectrum installation and maintenance manual . The infusion ran to completion without interruption and no abnormalities that could cause or contribute to the reported problem were observed throughout the event history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of calibration pressure plate travel. The pressure plate travel requires adjustment to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump had failed accuracy test during testing in the biomedical service department. There was no patient involvement. No additional information is available.